Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was 80 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not use auto mode. Customer was not alleging pump was over delivering. Customer initially states 60 units of insulin left in reservoir, but after explaining they advised about 40 units insulin left. Customer states the battery did not last more than one week. The device will not be returned for analysis.